Event description:
Litigation papers allege that the patient was revised because the hip implant and component parts failed. Review of the patient's medical records indicate nonunion of the right femur with loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.